Event description:
Event became reportable based on the device analysis approved on 10/07/2008. It was reported that during preparation for an unspecified procedure, the core of the zipwire hydrophilic guide wire appeared as though it was sticking out of the guide wire. The procedure was completed with another of the same device. The device had no contact with the pt. Returned product analysis revealed a fractured wire.

Manufacturer narrative:
Returned product analysis was not able to confirm the reported complaint. The returned dispenser assembly presents indication of prior hydration (in the form of water spotting or micro droplets). When hydrated, the guide wire was easily removed from the dispenser assembly after overcoming the initial static load resistance. The hydrated guide wire presents tactile indications of wear or reduced coating performance over the proximal 1cm to 2cm. The clear hydrophilic coating surface appears smooth and consistent. The guide wire presents a fracture of the polymer jacket material approximately 2.55mm from the distal tip, with approximately 2.53mm of the core wire distal end protruding through the jacket material from the proximal aspect of the jacket fracture. The polymer material adjacent to the fracture, presents indications of tensile overload. The jacket surface of the proximal 1cm to 2cm, presents indications of abraded coating. The guide wire was reloaded into the hydrated dispenser assembly with little resistance. A review of the manufacturing records for this batch shows that the device met its materials, assembly and product specifications. The most probable root cause was attributed handling damage.